Manufacturer narrative:
H11: the device was evaluated onsite by a qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The patient is going to replace the mattress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a customer sustained a pressure sore with a synergy mattress. The user was utilizing the synergy mattress at home. After an unspecified amount of time, the user felt the mattress was ¿sunken in the middle¿ and ¿no error messages or beeping¿ trigged from the bed. The customer went to the emergency room where seven sutures were placed for a pressure injury. Reportedly, the pressure injury was on the sacral/gluteal area and ¿was probably like a stage five, it was down to the artery.¿ the patient was admitted into the hospital where they were treated with triad, hydrophilic wound dressing, and cauterization. The patient was discharged after ¿ten or eleven days¿. No further information was available at the time of this report.